Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -9.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having a low vault and remains implanted. The patient experienced an elevated iop, suspected endophthalmitis, pigment dispersion, and blurred vision.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in lens case/vial. There was clear residue/debris on product. Visual inspection found the lens haptic bent. (B)(4).

Manufacturer narrative:
Additional information: the lens was explanted on (B)(6) 2016 and exchanged with a longer lens. The problem was resolved. (B)(4). Conclusion: per dfu, this lens model is contraindicated in the patient had low corneal endothelial cell density, fuch's dystrophy or other corneal pathology and an anterior chamber depth lower than 3.00mm. Corrected data: there was no endophthalmitis or elevated intraocular pressure rise observed. (B)(4).